Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Event description:
The customer reported via phone call that they experienced high blood glucose of 408 mg/dl. Customer¿s current blood glucose value was 279 mg/dl. The customer treated with manual injection. The customer was neither in the emergency room, nor admitted into hospital as a result of high blood glucose. Customer states the drive support cap appears normal. The insulin pump will not be returned for analysis.